Event description:
According to the reporter: procedure: anastomosis. It was not possible to staple during surgery with the device. The handle was jammed so the anastomosis had to be done with suture. The surgeon had to do an ileostomy.